Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.